Manufacturer narrative:
Steris requested the cooley multi-purpose curved clamp subject of the reported event back for evaluation. The investigation of the event is currently in progress. A follow-up report will be submitted if additional information becomes available.

Event description:
The user facility reported that during a patient procedure their cooley multi-purpose curved clamp was "attributing to localized bleeding".

Manufacturer narrative:
The cooley multi-purpose curved clamp subject of the reported event was not returned for evaluation. Without the return and evaluation of the device the cause of the event could not be determined. The device history record was reviewed and confirmed no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. No additional issues have been reported.

Manufacturer narrative:
The follow-up MDR was submitted in error as the cooley multi-purpose curved clamp was received back for evaluation. The cooley multi-purpose curved clamp was evaluated and found no issues with the function or operation; the reported event could not be duplicated. The device history record was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. No additional issues have been reported.